Manufacturer narrative:
On september 22, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number was not visible on the returned device. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12, 2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the device was found to be ruptured. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rent can be determined at this time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left pain and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown size unknown gel implants smooth on both sides and experienced bilateral breast pain. It was also reported that during bilateral replacement surgery with catalog number 3507170mc; serial number (B)(4) on the left side and with catalog number 3507170mc; serial number (B)(4) on the right side on (B)(6) 2020, bilateral breast implant ruptures were discovered. This report is for the patient¿s left-sided device.